Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. Concomitant medical products: 419378 lead, implanted: (B)(6) 2002; 419588 lead, implanted: (B)(6) 2011; 419588 lead, implanted: (B)(6) 2011; 1388t lead, implanted (B)(6) 2000; 6725 adaptor, implanted: (B)(6) 2011; d224trk crtd implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead implanted on the left side, the right ventricular (rv) lead implanted on the right side and the other lv lead implanted on the right side were all explanted because they were "non-functioning" leads. The right sided rv lead and the left sided lv lead were analysis and it was determined that both leads had fractured. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted an additional lead was returned(proximal segment was returned.) Re-opened the task to updated analysis. If information is provided in the future, a supplemental report will be issued.